Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This lead has not been returned for analysis.